Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06march2019. The manufacturer's field service engineer confirmed the reported nav-ring issue and replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer advised that the nav-ring was not functioning. There was no patient involvement. Event date not specified; estimate used.